Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their device was not working properly. Patient services called the patient and left a voicemail requesting that the patient call patient services. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins would not charge so it wasn't working. The patient had not successfully charged the ins in around 3 weeks, was unable to communicate with it using the programmer/recharger and was seeing a poor communication screen and a 'reposition antenna screen' respectively. It was noted that it hurt to hold the recharging antenna over the ins site due to unrelated nerve damage in their neck/shoulders. The patient also mentioned seeing another unfamiliar screen with an exclamation point. The patient was redirected to their managing physician to address the possible overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-22. The patient clarified that their implanted battery was the device that does not work. It is also tender to touch and causes hip pain. They first began to notice it not working properly 2 weeks ago on (B)(6) 2019. They have no idea what the cause of the issue is. It just will not charge. Their biggest concern is sharp tender pain in their right hip near and on the battery. They called patient services first and are making an appointment with their healthcare professional (hcp) who did the implant so that they can take a look at it because of the tenderness and sharp pain. They were also told that a manufacture representative (rep) would need to be there so the patient provided their appointment date as (B)(6) 2019 at 3:00 pm. The issue has not yet been resolved but an appointment was made. No further complications were reported/are anticipated.

Manufacturer narrative:
The selection of 'adverse event' was accidentally not included in the previous reg report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care provider regarding the patient. It was reported that an overdischarge was confirmed. The patient met with a manufacturer representative in (B)(6) 2019 to reboot the implant. The patient could not recharge when she got home despite charging for three hours and keeping the belt on overnight. There were no further complications reported.